Event description:
Reported by the customer as: did a bolus without any assistance or programming. Pt injury: no.

Manufacturer narrative:
Actual device from complaint was evaluated. Results: standard functional tests were performed in attempt to duplicate the failure, including the bolus function. The pump operated per specification. Conclusions: the complaint could not be duplicated or confirmed.